Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had software error detected. The customer¿s blood glucose level was 131 mg/dl. Customer was able to successfully clear the alarm. Customer stated that they unable to complete pump rewind. The reservoir will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error alarm found in the pump history due to software error.